Manufacturer narrative:
This report will be amended when our investigation is complete.

Event description:
It is reported the patient's cup was revised for an unknown reason.

Manufacturer narrative:
This follow-up report is being filed to relay additional information that was unavailable at the time of the initial report.

Manufacturer narrative:
This follow-up report is being filed to relay additional information, which was unknown at the time of the initial medwatch. The product identification necessary to review manufacturing history was not provided. Current information is insufficient to permit a conclusion as to the cause of the event.

Manufacturer narrative:
Part and lot number are required to review device history records and nether were provided. Product was not returned so no product evaluation could be conducted. This device was used for treatment. Unable to perform a compatibility check based on provided information. Complaint history review could not be performed as part/lot number was not provided. Primary operative notes were received. Root cause could not be determined with information available. No corrective actions, preventive actions, or field actions resulted after investigation of this event.